Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and mildly calcified left anterior descending artery. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the fourth inflation at 16 atmospheres for 16 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(E1) initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole at the distal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and mildly calcified left anterior descending artery. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the fourth inflation at 16 atmospheres for 16 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. No patient complications were reported.